Event description:
It was reported that the segment display for the pressure setting of the high flow insufflation unit was defective. The issue occurred during unspecified procedure. The customer continued to work with it until the repair. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction: d9. Additional information: b5, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the reported event occurred due to a front panel unit failure. However, since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during a therapeutic gynecological operation with a short delay. The procedure was completed with the same device.